Event description:
Reporter alleged blood glucose measured 481 mg/dl at 9:01 pm, 290 mg/dl at 5 9:02 pm, and 166 mg/dl at 9:03 pm. No actions were taken and no treatment was rec'd as aresult. A request was made for the return of the suspect device and replacement product was sent.